Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received june 11, 2019: the procedure that was performed was a left heart catheterization. The right radial artery was the vessel being accessed. Verapamil was given. An angiogram was not taken to visualize. The problems were when there was trouble trying to remove the sheath because there was a hole in the sheath where the hub is connected. The patient was bleeding so an angiogram was not able to be performed. Additional information was received june 17, 2019: the estimated blood loss was less than 250cc. Once manual pressure was obtained, bleeding stopped.

Manufacturer narrative:
In the initial report, it was reported that the sample was available however; additional information was provided that the sample was discarded. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Lot number - unknown due to the lot number being unknown. Expiration date - unknown due to the lot number being unknown. UDI - unknown due to the lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to the lot number being unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the reported that the glidesheath slender gave them trouble and upon removing the sheath they could not get it out so, they inserted the access wire that goes with the kit in it. The wire went through a hole just outside the sheath below the hub of sheath. The sheath became very kinked up and then started bleeding outside the hole that was below the hub. They eventually got the sheath out and held pressure.